Event description:
Customer called about an air bubble issue with her reservoir. During the call, she mentioned that she has experienced low blood glucose levels. Yesterday, customer's blood glucose was 51 mg/dl. She stated she fell a couple of times and has a few bumps on her head. She also stated that she was in a car accident due to low blood glucose. Customer declined troubleshooting for low blood glucose because she stated she does not get lows too often. Customer is a brittle diabetic. No other details about the injuries or accident were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.